Event description:
It was reported to boston scientific corp that the pt presented with mesh exposure in the lateral corners of the upper vaginal mucosa at her two-week f/u appt. After a pelvic floor repair procedure in 2009, using an uphold vaginal support system. The physician is treating the pt with estrogen cream, and the pt is scheduled for a f/u appt.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration date cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.